Event description:
Pt had placement of kopans wire via ultrasound. During surgery the wire broke and a piece of the wire was left in the pt. This was discovered on the pt's mammogram. The surgeon brought this to pt's attention on 8/20/03.

Event description:
Add'l info rec'd from MFR 11/07/03: since neither the product nor lot number info was available, MFR is unable to conclusively determine how or why this event occurred. However, it should be noted that it is possible that the wire guide may have become damaged as a result of inadvertent contact made with the needle bevel during manipulation of the wire. The reinforced portion of the spring-hook wire serves as a visual and palpable landmark for the surgeon to gauge distance to the lesion during dissection and reduces the risk of severing the hook wire. The reference burnish mark, when seen outside the needle hub, provides visual assurance that the hook wire is within the needle tip during needle manipulation.